Event description:
It was reported that during central processing, the fenestrated bipolar forceps had compromised insulation. It was observed in sterile processing department with 4x magnification per the instructions for use (IFU). The compromised portion was small but when site turn the instrument just right, the site could see a glimmer of metal from the wire beneath the insulation. Reporter was not notified of any issues with the instrument the last time it was used. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. No physical damage was observed, and no issues were identified. The reported complaint could neither be replicated nor confirmed during the failure analysis investigation. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.